Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil and the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv defib lead impedance was 254 ohms on (B)(6) 2015. Svc defib lead impedance was 254 ohms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance on the hvb and superior vena cava (svc) coils. The lead was capped and replaced. No patient complications have been reported as a result of this event.